Event description:
Additional information: the patient stated on (B)(6) 2012 that they were not told of restriction prior to being implanted. The patient was seeking a new physician to perform pump refills as a result of the overdose given to her by her previous physician and a more recent physician refusing to continue with refills. The patient stated that the pump helped her and the she needed it because oral morphine (4 per day) and fentanyl patches did not manage the pain she was experiencing prior to having the pump. The patient stated that her most recent physician had "lowered her pump from 7 to 5" on (B)(6) 2012 and that the doctor did not seem overly concerned about what the patient would do about having her pump refilled.

Event description:
Additional information: conflicting information was provided. It was reported that following an appointment on (B)(6), 2012 the patient had received assistance and the concerns were resolved. Following an appointment on (B)(6), it was reported that the patient was still having concerns regarding the device or therapy but was working with the physician or manufacturer representative to resolve them.

Manufacturer narrative:
Product ID 8840, lot# serial# unknown. Product type programmer, physician; product ID 8731sc lot#, serial# (B)(4), implanted: 2009 (B)(6), explanted: product type catheter. (B)(4).

Event description:
It was reported that the physician gave the patient an overdose of medication in (B)(6) 2012. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).